Manufacturer narrative:
(B)(4). Date sent: 08/19/2016. A photo was received and the photo shows an er320 device in a table outside of the or. The device appears to be in good condition, the distal end and a portion cannot be observed. The photo also shows what appear to be eight malformed clips; exact clip formation cannot be concluded from the photos. Unfortunately the photos do not provide enough evidence to determine root cause.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: device did not fully close the clip on vessel. Pear shape clip was formed. Staff reported that the surgeon fired the clip samples outside of the patient on the sterile field. Staff member observed that the clips, " spit and produced malformed clips".

Event description:
It was reported that during a cholecystectomy procedure, the device misfired clips. Case completed with the rest of the clips. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n91g7u. The analysis results found that the er320 device was returned partially closed with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in a yielded condition. In addition, 4 unformed clips and 1 pear shape clip and 3 scissored clip were received with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 6 clips as intended; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.